Event description:
During the patient's generator replacement surgery on (B)(6) 2016, a high impedance (>10,000 ohms) was encountered on the newly implanted m106 generator. No impedance value could be registered on the explanted generator prior to explant because it could not be interrogated due to battery depletion. The physician attempted reinserting the lead pin, but this did not resolve the issue. The physician did not request consent for lead revision prior to surgery, so the lead was not replaced at that time. Further information received from the patient's caregiver showed the patients seizures previously started increasing in frequency in (B)(6) of 2016. The patient was referred for surgery where it was planned to replace the lead. Surgical intervention to address the high lead impedance has not occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Programming history data for the patient's explanted generator available to the manufacturer was reviewed. Results showed that the last available device diagnostics before the generator replacement surgery were within normal limits. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s lead replacement surgery was completed on (B)(6) 2016. Between the start of surgery to the replacement of the lead, no troubleshooting was performed. The explanted lead has not been returned to the manufacturer to date. No additional pertinent information has been received to date.